Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery indicating there was an occlusion. The alarm occurred when the customer was trying to put a new reservoir in the insulin pump. She didn't recall her blood glucose level at the time the alarm occurred. Customer was unable to do a fixed prime as the device kept prompting the customer to rewind each time she attempted to fill the tubing of the infusion set. Troubleshooting was then performed, no insulin exited when the she manually pushed insulin through the tubing using the plunger for the reservoir. Customer was then advised to change out the pump started to function again and was able to continue pump therapy. Customer is noreservoir and the infusion set. Customer stated after changing both the reservoir the insulin t returning the reservoir for analysis.